Manufacturer narrative:
This report is being filed to correct the following fields: b1: adverse event/product problem. B2: outcomes attrib to adv event. B5: describe event or problem. D6a: implant date. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this lead exhibited high threshold measurements five days post implant. A revision procedure was performed. An attempt was made to reposition the lead, however, the helix was unable to be extended. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this lead exhibited high threshold measurements during implant. The lead was repositioned and the helix was unable to be extended. The lead was attempted but not implanted. The procedure was completed with the use of another lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this lead exhibited high threshold measurements during implant. The lead was repositioned and the helix was unable to be extended. The lead was attempted but not implanted. The procedure was completed with the use of another lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.